Manufacturer narrative:
Additional narrative: device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: december 21, 2007. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During an open reduction internal fixation (orif) of a proximal femur fracture as the surgeon was opening up to reduce the fracture the clamp broke. As the surgeon was using the clamp around the femur and when he went to squeeze the trigger on the clamp, the handle of the reduction clamp broke into two pieces. The percutaneous arm was attached to the clamp at the time of breakage. No fragments were generated. An alternate device was used to successfully complete the surgery. There was no delay to the surgery and no harm to the patient. Concomitant devices reported: percutaneous arm (part 398.754, lot 07.295823, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development investigation was performed for the sliding mechanism (part number 314.291, lot number 07.1794). The subject device was returned with the complaint condition stating the sliding mechanism was received with the handle broken in two pieces. Replication of the complaint is not applicable with this complaint condition. The overall balance of the device was worn but consistent with 9 years of regular use. The complaint is confirmed. A visual inspection, device history review (DHR), complaint history review, drawing review, and risk assessment review were performed as part of this investigation. A review of the relevant assembly design drawings for the sliding mechanism was performed. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments¿ lot numbers and in each instance no non-conformance records (ncrs) or complaint-related issues were identified with the lots numbers which may have contributed to the complaint condition. No definitive root cause was able to be determined. However, the failure mode is typically associated with excessive loading and/or rough handling. The applied force during use likely permitted final separation if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.